Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog #: c01a, 510k #: k180700 and UDI #: (B)(4) was cleared in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis: primary osteoporosis type of procedure: compression fracture it was reported that intra-op, while the cement was being filled into l1 vertebral body, the imaging revealed that the cement slightly leaked out to the anterior side of the vertebral body. The procedure was however completed with the same cement; and no patient complications were reported as a result of this event.